Event description:
It was reported that the customer had a back light anomaly. Customer had already changed the battery and its still not working. Customer also mentioned that she has been having higher blood glucose levels than normal. Customer said is not the pump and she knows it is stress and does not need to trouble shooting. The blood glucose reading was 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime/a33 test due to faulty force sensor resistor. Unable to perform basic occlusion, prime/a33, the excessive no delivery test due to prime/fill anomaly. Insulin pump received with no back light due to faulty el panel on lcd board. Minor scratched display window, cracked at display window corners and cracked reservoir tube lip noted.